Event description:
Reference number (B)(4). Event occurred in kuwait. It was reported that patient faced bent cannula event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was 17 mmol/l and treated insulin pen. No further information available.